Event description:
It was reported by the sales rep that during a laparoscopic low anterior resection with davinci, the rectum was resected with the ec60a loading the ecr60d twice, and then anastomosed with the ecs25. Leak was found at the leak test. The rectum of anus side was decorticated to cut and anastomosed again with other devices. There were no adverse consequences to the patient. When the resected tissue was checked, it was found that there were multiple staples that were malformed and unformed on the staple line of the ec60a. Also, the donut of the oral side was not formed properly (a part was the only membrane). The doctor commented as follows ¿the target tissue was not so thick. There was no difficulties while using the devices. The anvil was attached properly and the indicator was within the green zone at firing. The firing handle was fully grasped and the sound of cutting washer was proper. There was no difficulty in removing the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with two ecr60d cartridge (b, c) reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.